Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that information in the pump's history was incorrect. Reportedly, the customer exited the pump history and later noticed that the information was correct after re-entering the menu. There was no impact to the customer¿s blood glucose. The customer continued to use the pump for insulin therapy.